Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a fracture is confirmed and appears to be related to the use of the device. One 4 fr powerpicc solo catheter was returned for investigation. A valved luer cap was attached to the hub. The catheter was observed to be kinked at the 10 and 11 cm depth markers. Microscopic observation revealed two circumferential splits at the 10 cm depth marker and near the 11 cm depth marker. The catheter showed evidence of compression due to repeated kinking. A split was present along the kink indentation. The kink at the 11 cm depth marker showed material whitening along the creased sections and appeared to be the initiation point of a partial split. The characteristics of the splits were consistent with damage caused by repeated kinking of the catheter leading to material fatigue. Since the splits were observed on the catheter, the complaint is confirmed. The instructions for use (IFU) state, "avoid placement or securement of the catheter where kinking may occur, to minimize stress on the catheter, patency problems or patient discomfort." A lot history review (lhr) review is not possible; the manufacturing lot number that was provided is incorrect.

Event description:
It was reported on (B)(6) 2019 ¿ 4fr PICC catheter cracked at 10cms. No other information was provided.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2079 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2019 , 4fr PICC lot redn2079 catheter cracked at 10cms.